Event description:
According to the information provided, the patient underwent a total right hip replacement and was implanted with a novation gxl acetabular liner. The patient underwent a second revision approximately 2 years and 2 months post the initial total hip arthroplasty due to prosthesis wear and/or loosening. It is unclear if the competitor femoral stem was found loose at this revision or if the loosening is referring to the exactech acetabular cup. The patient reportedly continues to experience severe pain and discomfort in their hip.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from result of prosthesis wear, osteolysis, and loosening that occurred over approximately 3 years and 10 months of use. The prothesis wear and osteolysis may have been due to a combination of risk factors specified in the hhe: combination of the largest available femora head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified, in addition to possible loosening of the acetabular cup. However, this cannot be confirmed from the information provided, the revised components were not returned to exactech for evaluation, and no images or radiographs were provided. It should also be noted that competitor parts were implanted on the femoral side. This is considered off-label use. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.